Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers 2.1 and 2.2 were not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) had performed a remote fix. The customer powered the station off for six minutes, after which the drawer was no longer failed. The system functioned as intended after the customer resolved the issue.